Event description:
It was reported that during a shunt insertion perforator cut the through the dura - only the dura and did not stop in time. The surgeon need to fenestrate the dura anyway, but the perforator cut it. Cut did not extend under the bone, no further intervention needed. The product has been  discarded after procedure, so unable to retrieve/return. There was no patient impact associated with this event. The procedure was completed with the reported product(s).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.